Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due low blood glucose of 20 mg/dl. The customer was experiencing low glucose for the past three days. The customer stated that she passed out. The customer's most recent glucose reading was 103 mg/dl, and she has treated with food and glucose tablets. The customer stated that the reservoir is showing the same amount of insulin that the status screen shows. The customer declined to troubleshoot and requested a replacement of the insulin pump. No further info was provided.